Manufacturer narrative:
Additional information was received on january 19, 2016 on the patient¿s diagnosis. The patient actually has an esophageal ulceration and not an esophageal fistula. The patient is currently stable. (B)(4).

Manufacturer narrative:
Additional information was received on february 8, 2016 on this event. The patient was born on (B)(6), weight (B)(6), female, black or african american. The patient did require hospitalization and intervention to prevent permanent damage. The patient underwent catheter ablation on (B)(6) 2015, the patient was admitted for suspected esophageal injury due to chest pain. On (B)(6) 2015, an upper endoscopy (egd) showed thermal injury to the distal portion of the esophagus. An echo showed no pericardial effusion, and a CT showed no free air/fluid. The patient was made nil per os (npo) and monitored. An egd on (B)(6) 2015 showed that the esophageal injury was healing. The patient was discharged on (B)(6) 2015. In addition, the patient has a history of paroxysmal atrial fibrillation with lifestyle limiting arrhythmias, post-traumatic stress disorder and anxiety, dyspnea on exertion. Correction to UDI # as the serial number was updated on february 16, 2016. Correct UDI# (B)(4). Due to the (B)(6) 2015 FDA maintenance where the 3500a codes were updated, the 3500a codes (evaluation codes) will be added until the biosense webster system is also updated. Manufacturer's ref. No: (B)(4) it was reported that a (B)(6) female patient underwent an ablation procedure for atrial fibrillation with a smartablate¿ system rf generator and suffered an esophageal injury requiring monitoring. Stockert was unable to duplicate the complaint of patient injury; stockert performed functional and safety tests; unit ready for use. No malfunction found on device. The device history record review verifies that the device was manufactured in accordance with documented specification and procedures.

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Concomitant products: lasso nav eco catheter(model# d-1349-09-s lot # unknown), smartablation pump (model# unknown serial# unknown), 10fr cartosound catheter (model# unknown lot# unknown). (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent an ablation procedure for atrial fibrillation with a thermocool® smarttouch® uni-directional navigation catheter and a smartablate¿ system rf generator and suffered an esophageal injury questionable esophageal fistula requiring monitoring. The patient returned to the hospital with heartburn symptoms on (B)(6) 2015. Esophageal injury confirmed via upper endoscopy on (B)(6) 2015 and again on (B)(6) 2015. The patient was admitted to the hospital and was discharged on (B)(6) 2015. The patient¿s condition has since improved. The physician¿s opinion regarding the cause of this adverse event is that it was product related (new-generation smarttouch catheter) and procedure related. Esophageal injury prevention measures included: temperature probe, low power, and decreased ablation time at posterior wall. There were no error messages observed on any biosense webster equipment during the procedure.